Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the lead eroded through the patients' skin. As a result, surgical intervention was requested as the next course of action. Reportedly, the procedure took place on (B)(6) 2016 during which time the entire scs system was explanted.no further information has been made available at this time.